Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the balloon failed to deflate. The 80% stenosed and mildly tortuous and moderately calcified target lesion was located in the basilic vein. A 17.00 mm/2.0 cm/135 cm peripheral cutting balloon® was selected for use. During the procedure, the balloon was taken up to nominal atm and deflation was attempted several times. However, it was noted that the balloon would not deflate. Consequently, the physician detached the indeflator, tried to push and pull negative pressure on the balloon, but to no avail. The balloon never deflated. Furthermore, when an attempt to pull the balloon back through the sheath to try to pull contrast out of the balloon, the device ended up cutting the sheath. Consequently, the physician ended up doing a percutaneous stab with the needle through the basilic vein to pop the balloon and was able to pull the balloon out of the sheath. No further patient complications were reported and the patient's status post-procedure was fine.